Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl). Customer administered insulin injections to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.